Event description:
The pt reported her insulin infusion set tubing partially separated near the luer lock after the tubing had been in use for 6 days. She states she noticed after this she felt moisture and experienced symptoms of elevated blood glucose. She said her blood glucose reading was 264 mg/dl with her normal range being 80-120 mg/dl. She said her symptoms were thirst and nausea and she corrected her readings by changing her infusion set and running a bolus of insulin. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.